Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Reportedly, the patient had experienced trauma to the area. The ipg was explanted, replaced, and the pocket location revised thus resolving the issue.